Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The leak was visually observed at the header of the venous end of the dialyzer. Test strips were used to confirm and the machine alarmed. Estimated blood loss was 200cc's. The patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up. Sample has been returned to manufacturer for evaluation.

Manufacturer narrative:
The actual dialyzer was returned to the manufacturer for evaluation without the prepackaging pouch and was returned with fmcna-ogden adapter and blood port caps. The fibers were wet with indication of blood contamination. Gross visual examination did not identify any kinks, broken, looped or damaged fibers on the outer circumference of the fiber bundle that would indicate an internal leak. Further inspection noted the polyurethane potting material on both the cavity and non-cavity end to be intact; inspection did not determine any damage, irregularities or defects that would affect the integrity or performance of the dialyzer unit. The dialyzer was subject to a laboratory bubble point test (internal leak test) where no leaks were observed during testing (testing was inconclusive due to the amount of coagulated blood). The reported complaint in confirmed. The returned dialyzer was subject to a laboratory bubble point test (internal leak test) where an internal leak was observed. In addition, the dialyzer was subject to a destructive laboratory test. In order to better isolate the leaking fiber, the bundle was removed from the dialyzer housing and submerged in a water bath while a low air volume was pumped through the fibers; however, during the test the investigator was unable to isolate the leak. An investigation of the device manufacturing records was also conducted by the manufacturer. There were no deviations or nonconfrmances during the manufacturing process. In addition, the batch record review confirmed the labeling, material and process controls were within specification.